Event description:
A female admitted in 2009, for right shoulder arthroscopy under general anesthesia. The surgeon was using suture lasso -perforating needle cannula with nitinol wire loop- to place two anchor sutures when the lasso wire -lot# 914821498- would not function -broke-. This unit was removed from the surgical field and a second suture lasso - lot# 917521816 - was obtained and it too would not function -broke-. A third unit was obtained and it functioned properly. Surgeon continued with procedure without incident. Pt recovered from anesthesia.